Event description:
It was reported that a spectrum pump experienced an unspecified failure, the device stops without showing an error. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "jumps/stops shows no error". Eval found that during a programmed infusion the pump stopped and experienced a door not fully latched alarm. Eval determined the cause to be a failed lower link switch. The lower auxiliary assembly, which contains the failed link switch, was replaced.